Event description:
A hospital reported to our distributor that while rt235 infant breathing circuit was being set up, holes were found on the expiratory limb. No patient consequence was reported.

Manufacturer narrative:
The complaint device will no longer be returned as it has already been discarded by the hospital. Results: the cause of the holes on the evaqua infant breathing circuit cannot be determined without investigating the complaint device. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: failure cannot be confirmed. Every breathing circuit is pressure tested for leaks during production and those that fail are rejected. The malfunction developed after this time. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.014%. We have an open CAPA to address this issue and put measures in place to reduce and/or prevent recurrence in the future.